Event description:
Faint pink and blue indicator lines noted after appropriate urine dipping and 5 min on timer until read time. If test is positive: faint pink and blue lines. If test is negative: faint pink lines only.